Event description:
It was reported that after connecting to the patient, the external pulse generator (epg) incurred a pacing "failure." The pacing mode of the epg was changed and the pacing failure was resolved. The epg was sent for analysis. The epg was returned to the user and its status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product summary: analysis observed no anomalies.